Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 6.2 and 7.2 had repeated failures multiple times. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 6.2 and 7.2 failed repeatedly. A field service engineer (fse) logged in, popped out the cubies in in drawers 6.1,6.2,7.1,7.2, cleaned the debris, reseated the cable and reinstalled the cubies. The fse also reseated the rear cable, rebooted the system and tested the functionality in hardware test application to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.